Event description:
It was reported that during a da vinci-assisted general surgical procedure, the patient side cart (psc) had loss of ac power with error code 817. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first part of the case, robotic hysterectomy was completed robotically. The second part of the case, total colectomy was done laparoscopic hand assist. The robot was running on back up battery and the second surgeon just decided to do the second portion laparoscopically. The patient tolerated the conversion to laparoscopic without issue and the procedure was completed. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting error code 817, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse replaced the system power manager (spm) assembly and the power cord to resolve the reported issue. The system was tested and verified as ready for use. The complaint regarding error code 817 was not confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) did receive spm to perform failure analysis; however, analysis is not yet completed. Follow/up MDR will be submitted with analysis findings. The power cord is a field scrap item and will not be returned to isi for the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the system power manager (spm) assembly with an alleged issue to perform failure analysis (fa) and the customer reported complaint could not be replicated. The spm was installed and tested on the test system. The system started up without any error. Fa ran power cycles 20 times with this part, and all passed. All the gantry motors were driven the full range of motion without any error. The spm remained on the test system for 8 hours in normal operation, while testing other boards, there's no error nor any anomalies. The batteries were discharged and charged without any error.

Event description:
Refer to h10/h11 for follow-up information.